Event description:
Event description guidant received information that the patient with this pacemaker presented to the emergency department and was later hospitalized, due to no output from the device. While in the emergency room the clincian had difficulty interrogating the device. The device and competitive right ventricular lead were then removed and successfully replaced. This device is included in the failure mode 1 advisory and was implanted > 22 months.